Event description:
It was reported patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, an alleged revision procedure was performed in (B)(6) 2012, allegedly due to pain, sciatica, metallosis and necrosis. Patient alleges personal injury due to hip could not be removed from head and had to be removed and replaced along with the cup, adapter and head. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: material sensitivity reactions. Inadequate range of motion due to improper selection or positioning of components. Intraoperative or postoperative bone fracture and/or postoperative pain. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces.

Event description:
It was reported patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient reports a revision procedure was performed in (B)(6) 2012, allegedly due to pain, sciatica, metallosis and necrosis. Cup, adapter, head, and stem were removed and replaced. Patient alleges that head would not disengage from stem during revision. Additional information received from patient's legal counsel report patient allegations of soreness, dysfunction, loss of range of motion, impairment, inflammation, damage to surrounding bone and tissue, lack of mobility, and elevated metal ion levels. Additional information from legal counsel for the patient further reports patient's revision procedure was performed on (B)(6) 2012. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components."

Event description:
It was reported patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient reports a revision procedure was performed in (B)(6) of 2012, allegedly due to pain, sciatica, metallosis and necrosis. Cup, adapter, head, and stem were removed and replaced. Patient alleges that head would not disengage from stem during revision. Additional information received from patient's legal counsel report patient allegations of soreness, dysfunction, loss of range of motion, impairment, inflammation, damage to surrounding bone and tissue, lack of mobility, and elevated metal ion levels. Additional information from legal counsel for the patient further reports patient's revision procedure was performed on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2012. Operative report noted the presence of fluid, a cyst, a granulomatous tumorous mass, the head was cold-welded onto the taper due to corrosion, and the greater trochanter separated during removal of the stem. The acetabular cup was well fixed and remained implanted. The modular head, taper adapter and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - unk. Date explanted - unk. The report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-02387 / 02390).